Manufacturer narrative:
Reporter is a j&j employee. A product investigation was conducted. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: h663676) was received at us cq. Upon visual inspection, it was observed that the tip of the device had bent at the proximal base. Additionally, scratches were observed on the base of the device handle. No other issues were identified. Dimensional inspection:dimensions measured per relevant drawing. Tip od distal to bend = measured dimensions, conforming document/specification review: the relevant drawing(s) were reviewed: no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the tip of the device was bent at the proximal base and scratches were observed on the base of the device handle. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part # 319.006. Synthes lot # h663676. Supplier lot # h663676. Release to warehouse date: 06 mar 2019 supplier: avalign technolgies - nemcomed no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, it was observed that the depth gauge was bent. There was no patient or hospital involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).